Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including an internal inspection, bench handling and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed one occurrence of a low battery message. No other low battery warnings or evidence of the device powering off on its own were observed in the logs. There is no evidence to support the customer report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.